Event description:
It was reported that a physician could not interrogate a vns patient's device had believed it to be at end of service; therefore, the patient was referred for a generator revision surgery. Good faith attempts to obtain add'l info have been unsuccessful to date. There were no records on the patient's device in the in-house programming database. The generator was explanted and replaced. The surgeon did not attempt to interrogate the device prior to replacing the generator. Good faith attempts to obtain the explanted generator are currently being made.